Manufacturer narrative:
B5: the reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -13.00/+2.0/088 (sphere/cylinder/axis), in the patient's left eye (os) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to low vaulting and lens rotation. The lens was repositioned on (B)(6) 2021 but the problem was not resolved, so the lens was explanted. The lens was replaced with a longer lens and the problem was resolved. The patient is happy. The cause of the event was unknown. D2: phakic toric intraocular lens, product code: qcb. E1: (B)(6). Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, into the patients left eye (os). The lens was reported as having zero vaulting and remained implanted. Additional information has been requested but none has been forthcoming.